Manufacturer narrative:
Corrected data - catalog # added.

Manufacturer narrative:
Catalog # added image review: images confirm the calcified nature of the vessels. The target lesions in the lad and diagonal were tight stenotic lesions. There was diffuse calcification throughout the lad and diagonals. The target lesion in the lad was pre-dilated and a waist was clearly evident on the proximal working length of the balloon. It was not possible to fully release the lesion during pre-dilation activities with the nc euphora balloon. A shorter non-medtronic balloon was used for further pre-dilatation. Angiographic images post pre-dilatation activities confirmed the presence of a dissection in the mlad vessel. It is not possible to see the dislodgement of the stents occurring but these stents were subsequently crushed within the vessel. This was followed by the deployment of stents in the mlad and in the diagonal. Followed by post dilatation of the newly deployed stents, resulting is a successful outcome with clear vessel patency and no evidence of residual dissections. Ivus imaging was used to visualize the vessel morphology confirming the diffuse calcification and to search for the dislodged stents. The laser atherectomy catheter was used to prepare the vessel for stent delivery and lesion treatment.

Event description:
The physician was attempting to treat a severely calcified and moderately tortuous mid lad / diagonal bifurcation lesion exhibiting 90% stenosis. Extreme calcification was present at the distal lm/prox lad. During the procedure, the physician considered roto, then opted to pre-dilate the lad with an nc euphora which revealed a tight waist in lesion, which was unresolved by pre-dilation. The physician attempted to use a non mdt balloon but this also could not resolve the tight waist in lesion. The physician proceeded to laser the lad and diag lesion. Successful laser allowed for optimal pre-dilation of both lesions without waist. A resolute integrity drug eluting stent was advanced to the diagonal. The lad was wired and another nc euphora was passed into the diagonal. Re-imaging of the lad post the use of the nc euphora and the use of a non mdt balloon revealed that a linear dissection was present in the distal lad. Procedure was completed with additional devices. Patient is reported to have tolerated the procedure well and there were no immediate complications. The patient died three days post procedure on the (B)(6) due to natural causes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.